Manufacturer narrative:
The device was not available for investigaiton. A safety notice was previously distributed to customers of this monopolar cord to outline the proper use of the monopolar cord. A copy of the safety notice and package insert were also sent to the customer.

Event description:
A copy of voluntary medwatch report was rec'd in jarit. It was reported on the medwatch form that the accessory cable after sparking event was found by the user facility to be frayed at strain relief area. Circulator heard the "cracking" sound and saw a flame shoot up which she hit with a towel and it was over. It was unplugged quickly. No smoke or further problem was present. There was no effect to pt at all. New machine was replaced and the old one was removed. The user facility was contacted and the product ID was confirmed as 600-290. The user facility would not release the device for investigation.